Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode and presented to the hospital. Upon device interrogation, a fault code for charge time out was displayed. It was reported that the device had reached elective replacement indicator (eri) battery status in november of 2003. The physician questioned a stored episode where the patient had received a shock, and planned to review the patient data with the guidant sales representative. The physician also discussed with technical services the possibility of using the rate/sense portion of the chronic defibrillation lead with a pacemaker. It was not known if the device would be replaced, due to the patient's age and health. Records indicate this patient had been lost to follow up.